Manufacturer narrative:
(B)(4). The device history record for the lot number, m5250t306, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. The product involved in the report has been returned and is being processed for evaluation. Upon completion of the sample evaluation and investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).

Event description:
A report was received from (B)(6) stating the trach care catheter detached from the thumb valve during the second suctioning while the device was in use. There was no reported injury to the patient.

Manufacturer narrative:
One used sample without original packaging was received for evaluation. The sample appeared in generally clean condition. It was received separated from the cone adapter. Visible adhesive residue was noted on the outside of the catheter, at an insertion depth of 6mm. The cone adapter was examined under uv light. It was noted that the application of the adhesive to the cone adapter appeared uneven. The cause was determined to be of manufacturing origin, and corrective actions have already been implemented. A risk analysis was completed and based on the likelihood of event occurrence the overall risk remained within the same acceptable range. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).